Event description:
It was reported that an ilet user experienced inability to prime and see drops during fill tubing after an infusion set and cartridge change with a steel 6 mm contact/detach set, despite multiple guided attempts that included refilling the cartridge to eliminate bubbles, replacing the connect adaptor, disconnecting from the anchor, and replacing all consumables; a small amount of insulin was later observed in the cartridge chamber and the device was shut down and replaced. Symptoms included no clinical symptoms, and blood glucose remained in range. Outcomes included temporary device unavailability and transition to backup insulin therapy without hospitalization. Investigation included customer service troubleshooting, component swaps, and guided reprocessing of the cartridge, tubing, and adaptor, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.